Event description:
The customer, a biomedical engineer, contacted physio-control to report that the therapy connector assembly was loose on their device. As a result, the device would only intermittently detect that a therapy cable was attached which could prevent defibrillation therapy from being provided, if necessary. There was patient use associated with the reported event; however, the reported issue did not have any impact on patient care as the device users were able to move the connector and cable to get a connection. No further details about the patient or the event were provided.

Manufacturer narrative:
(B)(4). Physio-control provided the biomedical engineer with the part number for a replacement therapy connector assembly. It was later confirmed that the biomed received and installed a new therapy connector assembly and after observing proper device operation through functional and performance testing the device was placed back into service for use. The device has not been returned to physio-control for evaluation.